Event description:
Monitor telemetry system would not admit nor allow analyzation and had wrong time display as discovered by team leader at approximate 11;00am.the issue subsequently did spread to all banks. Please note all patients rhythms were visible during this time. Space lab tech support contacted regarding issue. The manager was informed at approx. 3:00pm. All patients remain off line but rhythms were visible. Back on line at 19:53 hours unfortunately no rhythm data collected doing time off line. There was no known patient harm.